Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device would no longer power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced both the OEM and power pcb assemblies. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed OEM pcb assembly and observed that there were large deposits of process residue which disrupted the pcb's electrical circuit. Physio also examined the removed power pcb assembly and observed that the process residue from the OEM pcb assembly had migrated to a pcb-mounted jack connector on the power pcb, designator j16. Functional testing on both the OEM and power pcb assemblies would not be completed due to the excessive process residue. As a result, the component level cause could not be determined.